Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bag was cloudy during compounding with an em2400 valve set. The configuration being used did not contain smof lipid, however intralipid was hanging on port 5. There was no patient involvement. Additional information is available

Manufacturer narrative:
H4: the lot was manufactured between june 28, 2022 to june 29, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.